Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet screen was found cracked upon attempting to unlock the device, and a replacement was arranged with overnight shipment. Symptoms included no reported adverse clinical effects or alerts. Outcomes included continued therapy interruption risk mitigated by guidance to sync data to the mobile app, return the device within one week using the provided label, and continue cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and education, including instructions to shut down the device via menu; settings; other; shut down and notification that data will not transfer and the replacement will require a full start-up. Investigation of this case revealed a hardware screen damage issue affecting the user interface with no associated alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.